Event description:
It was reported that the patient presented for a follow-up in clinic experiencing dizziness. Upon device interrogation, it was noted that the pacemaker exhibited noise oversensing resulting in pacing inhibition. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of over-sensing could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical, mechanical analysis and sensing test did not find any anomalies. Longevity assessment showed the device was in the normal range of operation with appropriate remaining longevity.